Manufacturer narrative:
Evaluation method, result, and conclusion codes updated. H:10 device evaluation - one tracheostomy tube was received for evaluation in relation to the reported event. Functional testing was unable to confirm or replicate the reported event. The cuff was inflated and deflated multiple times successfully, and passed the symmetry testing. Root cause was unable to be determined as the reported event was not confirmed. DHR was unable to completed due to lot information not being provided.

Event description:
It was reported that, in regards to a tracheostomy tube, only half the cuff was inflating. There was no patient injury reported.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.